Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl resulting in slurred speech. Cause of bg level was not known. Customer administered a bolus via the pump and performed supply change to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline, insulin, and sodium resolving the issue with no permanent damage. Date of discharge was not provided. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.